Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Device evaluation summary: the inflation lumen was occluded by pinched deformation of a kink at 9.1cm from the end of strain relief. Kinks were also found at multiple locations. The damages are consistent with the device experiencing forces over specification

Event description:
It was reported that during treatment using a bobby guide catheter, the balloon did not deflate. No patient harm or intervention was reported. No consequence for the patient.